Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device leaked from the infusion connector. The following information was provided by the initial reporter, translated from (B)(6): "when the patient's intravenous infusion was completed and the tube was sealed, the positive pressure sealing tube connected to the syringe and the infusion connector leaked, and the infusion connector was found to be leaking."